Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient has urinary tract infection and their bladder is shutting down. The patient is in the hospital and also reported experiencing pain every time they void. The patient lost their remote control; therefore, their stimulation could not be turned off. An order for a new remote control was submitted. The patient is requesting a call back from their local care team to assist.

Event description:
It was reported the patient has urinary tract infection and their bladder is shutting down. The patient is in the hospital and also reported experiencing pain every time they void. The patient lost their remote control; therefore, their stimulation could not be turned off. An order for a new remote control was submitted. The patient is requesting a call back from their local care team to assist.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort", "infection, urinary tract", "pain" and "patient problem/medical problem" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.